Event description:
The manufacturer received information alleging a trilogy evo ventilator failed preventative maintenance. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, a valve was found to be out of range during testing. The engineer states that the solenoid valve was replaced to resolve the issue. Device testing and trials were carried out again to certify the correct functioning of the equipment. Additionally, the defective solenoid valve was sent to the philips investigation lab (pil) for further testing. Pil installed the trilogy evo solenoid valve on the trilogy evo stb and ran therapy for approximately 1 hour and the solenoid operates without issue. Pil then tested the solenoid on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification and solenoid current verification at pretest and aecm verification at post test. The device passed testing at post test however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid. The solenoid valve has been scrapped. No further investigation is required.